Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 355, 236, 254, 399 and 311 mg/dl. Customer stated the results were higher than another device; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 200 mg/dl and expected pm non-fasting blood glucose test result range is 300-350 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 289 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/21/2023 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history: result 1 : 355 mg/dl date: (B)(6) 2022 time: 11:21 am non-fasting, result 2 : 236 mg/dl date: (B)(6) 2022 time: 06:50 pm non-fasting, result 3 : 254 mg/dl date: (B)(6) 2022 time: 03:45 pm non-fasting, result 4 : 399 mg/dl date: (B)(6) 2022 time: 12:39 pm non-fasting, result 5 : 311 mg/dl date: (B)(6) 2022 time: 02:02 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 08-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 09-jan-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.